Event description:
It was reported that in the patient's room 5 days after the catheter was placed in the patient's internal jugular vein, the proximal lumen became occluded. As a result, the catheter was removed and a new kit as opened and inserted peripherally without issue. The patient had a sub arachnoid hemorrhage due to a rupture of the internal carotid aneurysm. Solutions used were midazolam and saline, and were injected via the proximal lumen. Fluid was injected via the distal lumen. There was 1 more medical solution injected via the proximal lumen and information is currently being gathered about it. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.